Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was part of the (B)(6). An adverse event was reported during the procedure of a grade e sever arterial dissection with 50% or greater residual stenosis post atherectomy. Subsequent angioplasty resulted in balloon rupture resulting in recoil and dissection with a >50% stenosis in the midsegment of the sfa and dissection in the popliteal artery. Stents were successfully deployed to resolve the dissection.